Event description:
This patient had bilateral breast augmentation in january, 1981 using silicone breast implatns. She has predominant left sided complaints with left sided burning and pain. She has chronic fatigue, short-term memory loss and lower back and hip pains. A periprosthetic capsulectomy and removal of implants was performed. The left implant was sticky the right implant was intact.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: unanticipated, invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.